Manufacturer narrative:
There is no product being returned for investigation purposes. (B)(4).

Event description:
The (B)(4) (not a s&n product) operation table collapsed while the t-max was attached to it and the patient was under anesthesia at the time still on maquet table. No other information is available at this time.